Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery occurred due to a collapsed tibia from poor bone quality. During this revision, the 3 x 16mm insert was replaced with a 3 x 14mm insert, the size 3 standard baseplate was replaced with a modular baseplate, and the retaining bolt was revised to a new component of the same size. In addition to the exchanged implants, a modular stem, 2 tibial augments and two tibial augment bolts were implanted.